Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "in some collections the bd tubes are not being filled correctly, that the first filled normally but the subsequent ones did not fill anymore. The consultant says that she was at the customer in the morning and that she observed the collections, but the client is using tubes from greiner and not tubes from bd and that when converting accounts they are using mixed tubes from the two suppliers. The customer reported that the bd tubes that showed this deviation were the citrate tube and gel tube, but also states that it cannot be trusted because the customer is using tubes from both suppliers and did not have the data related to bd tubes that they stated have had the problem and that in your observation at the customer can only observe tubes from the other supplier. She also mentions that on the citrate tube the customer understood that the triangle-shaped mark on the label was the ideal mark for filling but it is known that the mark corresponding to the fill indicator is not on the label but on the citrate tube. The consultant says that they cannot be sure if those tubes that they said are having a problem filling are really those of bd or the other supplier and that the customer does not have this information.